Event description:
It was reported that a child was brought into the hospital in respiratory distress. A catheter was placed in child in ER and when being transferred to pediatrics, he pulled on the catheter and it broke and part of it was left in the child. The child had further respiratory disress and was air lifted out to another hospital with the catheter not being removed and the other piece broke off.